Event description:
It was reported that the bolus port did not work.. The customer returned the product for the bolus port not working, and during physical inspection it was found that the downstream occlusion (dso) seal was cracked and the upstream occlusion (uso) seal was dented. This occurred during pre-testing, and there was no patient involvement.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) seal and dented upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the cracked dso seal and dented uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.